Event description:
Healthcare professional (hcp) reported home patient (hp) came into the clinic to have hp catheter checked, following the event hp reported to baxter technical service on 07/23/2000. Hp reported "line came off and hp pulled a portion of the pt catheter off." Hp reported to baxter that pt tied a knot in the catheter. Baxter advised hp to seek medical attention immediately. An attempt was made to followup with hp. Hp and spouse were very confused regarding this event and could not recall exactly what had happened. Hcp reported hp came into the clinic to have the catheter checked and hcp found the transfer set was intact and hp's catheter operational. Hcp stated event was discussed with hp and the hcp thinks hp became confused in the night and disconnected from the homechoice set and tied the knot in the pt line instead of the catheter. Hcp connected hp to an ultrabag and performed a manual drain and found the effluent to be cloudy. Hcp administered 2 gms vancomycin, 120 mg tobramycin and 2000 units heparin. Hp will receive more antibiotics when pt returns to the clinic later in the week. Preliminary laboratory report on the culture of effluent was no microorganisms to date. Hcp does not contribute the peritonitis to the homechoice or the homechoice disposable set.